Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the perfusionist contacted the MFR reporting that the pt was at home having shortness of breath. The pt was advised to come into the hosp by the perfusionist. The hosp activated an emergency ambulance to the pt's home. When the emt arrived to the pt's home they found the pt lifeless. It was decided at the time to fly the pt by helicopter to the hosp. In the hosp they started CPR. The system monitor was in a fix rate of 50 bpm. The pt was stabilized, and admitted to the ICU. In the computer tomography they found out that most of the cerebellum was destroyed. The pump was in auto mode and running at 110 bpm with flows of 8.7 lpm. The hosp performed an echo, which revealed a back flow over the inflow cannula. A decision was made to remove lvad support.